Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV pump module alarmed occlusion error, fluid side upon opening pump door the tubing was noted to be torn or detached from the upper pumping segment of the tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a torn pumping segment that leaked was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment, measuring 2.572mm long. Visual examination under magnification observed no crush marks to the upper blue fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.